Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-23792. It was reported that during an ipg repositioning procedure (related manufacturer reference number 1627487-2020-23789), the physician accidentally pulled the l5 drg lead out of the foramen. In turn, the physician explanted the pulled lead and placed a new drg lead at l5. It is unknown which lead was pulled and replaced, therefore both leads are being reported.